Event description:
The autopulse platform (sn (B)(4) was used in an attempt to resuscitate a 75-year-old male cardiac arrest patient who weighed about 100 kilograms. The cause of the cardiac arrest was presumed cardiac, and it was witnessed by the patient's wife, who was driving the car. The patient was in the passenger seat and was in cardiac arrest for 8 minutes before receiving the first manual CPR initiated by the fire department personnel. The patient had an extensive medical history and had recently had carotid artery surgery. The customer stated that the patient was highly kyphotic, and the automated compressions caused his head and shoulders to move up and down violently. The autopulse platform stopped compressions and prompted: "pull up lifeband and press restart" without displaying any user advisory (ua) or fault code. To troubleshoot the issue, the crew assessed the patient's position, attempted to secure the patient's head to the platform, adjusted the patient's alignment, and removed/re-installed the lifeband. The crew performed manual CPR while troubleshooting the issue. The customer believes the autopulse platform stopped compressions due to extreme patient movements. The customer stated as soon as the platform stopped compressions, the crew performed a cycle of manual CPR (30 chest compressions and two rescue breaths) and then tried using the platform again. This happened a couple of times before the crew discontinued using the platform. The patient did regain pulses briefly while en route with manual CPR and advanced cardiovascular life support (acls). However, pulses were lost before arrival at the hospital and regained after arrival. The patient remained on life support (ventilatory support and medications) for several hours until the family decided to cease efforts, and the patient was later pronounced dead at the hospital. The customer stated the autopulse system did not contribute to any negative patient outcome because the patient had coded in traffic, had a delay in CPR, and had a further delay in acls due to outside complications.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. (B)(4) death is an expected outcome for ohca.

Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that "the autopulse platform (sn (B)(6) ) stopped compressions several times and prompted: "pull up lifeband and press restart"' was confirmed in the archive data. On the customer's reported event date, the autopulse platform stopped compressions multiple times due to user advisory (ua) 17 (max motor on-time exceeded during active operation). This advisory message is followed by the prompt "pull up lifeband and press restart." The autopulse did not reach the target depth within the specification. Zoll service personnel concluded that the root cause of the ua17 was most likely related to the malfunctioning drivetrain motor, which failed during compressions. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, unrelated to the reported complaint. Based on the archive data review, the system error displayed during the functional testing was system error-139 (unable to hold compression position). Troubleshooting the problem determined that the drivetrain motor brake assembly air gap was too wide, being out of specification. This issue caused the autopulse to stop functioning with a system error, per design. The brake gap could not be adjusted and continued to open out of specification. This was determined to be the root cause of the system error and the most likely root cause of the ua17 advisory messages which occurred prior to the system error. The zoll service personnel replaced the failed drivetrain motor to remedy the customer's reported complaint. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).